Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to oversensing. Dislodgement was observed. The therapies were programmed off until lead repositioning. The lead was repositioned and remains implanted. The patient was fine.